Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 48 mg/dl. Reportedly, the customer was a sensitive diabetic and did not allege any issues with the pump or supplies. Recommendation was made to consult with healthcare provider regarding diabetes management.